Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for discharge urine. It was unknown whether the product had caused the reported failure. A potential failure could be that material surface is rough, abrasive or uncomfortable. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required because the product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labelling to review. The device was not returned.

Event description:
It was reported that the patient had 4 urinary tract infections by using purewick female external catheter in mid october. Doctor advised to stop using it. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via mail on date 22jan2021 the patient had 5 urinary tract infections for which sought medical treatment at family medical center at lagrange. Samples were taken and medication was prescribed. Patient did not have urinary tract infections prior to receipt of the purewick in october. Patient was not having bowel movements while the wicks were in place. Initially stated the patient was only using the product at night time, but when the 60-day supply of wicks sent in october was mentioned, patient stated she used the wicks at night 3 times per week (m/w/f). The patient was not reusing wicks and the canister, lid, and hoses were cleaned every day. The doctor recommended the patient to cease use of the purewick since patient was not able to remain on antibiotics and that the purewick was causing the urinary tract infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had four urinary tract infections by using purewick female external catheter in mid october. Doctor advised to stop using it. It was unknown what medical intervention was provided for urinary tract infections.